Event description:
Anatomical condition of the origin of the renal arteries noted two secondary renal arteries branched off approximately 2 millimeters from the orifice of the left renal artery. The right renal artery also had a secondary renal in the proximate location of the renal orifice. Pt had a long aortic neck, characterized with a prevalent bulge distal to the renal arteries. Outside of the bulge was the presence of a large calcification. Main body graft was deployed as close to the renal arteries as possible. Angiogram of the device placement noted an impingement of the graft material on the left renal artery. Renal artery was filling under a normal aortic injection, but it appeared there was an impingement on the renal orifice by approximately 25-50 percent. An attempt to pull the graft down using two molding balloons proved ineffective; however the graft did move distally about 1 millimeter. Other measures also resulted in a downward movement of about 1 millimeter. Physician decided to place stents in both renal arteries due to the positioning of the graft and proximal shape of aorta. Renal arteries were cannulated easily. Final angiogram viewed good flow to renal arteries and an exclusion of the aneurysm.